Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the flow sensor wires were damaged. The flow sensor was replaced and resolved the reported issue. Root cause: the flow sensor records whether or not bleach and enzyme are being dispensed correctly during cleaning cycles. A flow sensor malfunction can occur before, during, or after regular cart usage; the circuit board on the flow sensor can become overcharged or fail by other means, and cause electrical malfunction, causing incorrect chemical flow readings. This error can also cause the unit to erroneously read and report that the bleach and enzyme containers are empty. Due to a range of external (non-design / non-manufacturing related) variables potentially impacting the component, identifying definitive causes for each flow sensor failure is generally not possible.

Event description:
It was reported that the evac was giving bleach and enzyme empty errors when not empty. Flow sensor not functioning during cleaning. There was no harm or delay. Investigation showed damaged wires and photo showed they were exposed. No adverse event was reported as a result of this malfunction.